Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. All available information was investigated, and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mitral regurgitation could not be determined. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3, b6, d6: dates estimatedna

Event description:
This is being filed to report post procedure, single leaflet device attachment and recurrent mr. It was reported that the initial mitraclip procedure was performed approximately a year ago to treat unk mitral regurgitation (mr). Two clips were implanted. On unspecified date, a control transesophageal echocardiogram(tee) was performed, which found that the one clip was stable, and the other clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased. A second procedure has not been planned at this time. No additional information was provided.